Event description:
Transported a low weight infant to radiology for MRI. Ventilators in MRI room did not work. An error message kept occurring. Tech error 27 message was generated after ventilator was taken over for use in MRI. Ped'sservo-I had generated this error code as well. Both vents were in the MRI environment when turned on and error code generated. Both ventswere outside of the safety zone. Unable to duplicate this error code when the vent was moved to prep area. Tech support was contacted and notified of this error code and service order generated.this is 3rd time this error code has generated on this vent. Boardwas replaced due to this alarm. MRI management is not comfortable withthis vent going back into use until representation from MFR is met withand this concern is fixed. Maquet rep notified to setup meeting withmri management group.